Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited an output anomaly. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.